Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and current blood glucose was 78 mg/dl. It was reported that the customer had insulin flow block alarm. The troubleshooting was completed. It was reported that the event was resolved by changing complete set (infusion set and reservoir). The customer had symptoms had nausea and abdominal pain. The customer was treated with long acting insulin. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised the pump will need to be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.